Event description:
Lead showed high, out of range impedance on home monitoring with lead noise in recording. The patient is being brought in for follow-up and the lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.